Event description:
Reporter alleged obtaining a discrepant blood glucose result of 64 mg/dl back to back with a result of 120 mg/dl on the compact plus system when testing was performed within 10 mins. Reporter believed he did not have enough blood on the strip for the 64 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.